Manufacturer narrative:
Gehc service personnel re-greased the candle sticks and performed a generator calibration. Including a filament calibration. Tested system at high and low technique settings. System operates as intended.

Event description:
Customer reported a loud popping noise from the tube side in 2007. The system worked after reboot. There was no injury to the pt.